Event description:
Customer reported receiving a sensor glucose reading of 221 mg/dl and a blood glucose reading of 126 mg/dl at the time of the call. Customer also reported receiving intermittent calibration errors. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the sensors showed that they were functioning properly and passed all functional testing. After testing it was concluded that the sensors operated within specifications.